Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 21, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 03, 2023.